Event description:
Resident had a PICC line inserted at hosp and admitted to ltc facility. The resident was receiving pt when incident occurred. It was reported by pt therapist that during utilization of a lift the pt's PICC line was snapped/fractured.